Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited non-capture in the left ventricle and was pacing the atrium as it had dislodged and pulled back into the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.